Event description:
It was reported that during the operation of anthem knee joint implantation, a distal part of the tube of the tibial guide broke. There were no broken pieces of the instrument.

Manufacturer narrative:
The tibial alignment tube assembly was returned and evaluated. A visual inspection found that the device has broken on the distal end allowing the carriage assembly, lock knob and lock screw nut to fall out of the device. All of the components were returned but some of the plastic from the align transition tube was not returned. Plastics are prone to brittle fractures and a crack may have initiated during use or due to the heating and cooling associated with autoclaving. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the complaint history for the batch did not find additional complaints. Reviewing the manufacturing records also did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.